Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the screen flickered. The external pulse generator was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis found no anomalies. The device passed functional testing. If information is provided in the future, a supplemental report will be issued.